Event description:
Same case as pr ID# (B)(4). It was reported that balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. During the procedure, an opticross imaging catheter was selected for use, but lost image has occurred. A 3.50mm x 12mm nc emerge balloon catheter was then advanced for dilation. However, during inflation, the balloon ruptured and was subsequently removed. Another 3.00mm x 12mm nc emerge balloon catheter was advanced which also ruptured during inflation. The device was removed, and the procedure was ultimately completed with another of same device. No patient complications were reported.